Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to the gallbladder to treat a gallbladder drainage during a lumen-apposing metal stent placement (lams) procedure performed on (B)(6) 2025. During the procedure, the first flange did not open. The physician attempted to troubleshoot by going into step 4 but still the flange would not open. It was noted by the physician that the scope was in a torqued position, which was a suspected reason for the failure of the flange to open. The device was then removed partially deployed and another 10x10 device was used to complete the procedure with a slightly better scope position. There was no patient complications reported as a result of this event.